Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infections and stress urinary incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported.